Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor failed per specifications due to high readings.

Event description:
The customer called and reported experiencing low blood glucose in the 50 to 60 mg/dl range. She also stated she received a bad sensor alert. At the time of the alert, her blood glucose was 142 mg/dl. The alert followed two consecutive calibration errors. Customer was advised the sensor would be replaced and agreed to return the product for analysis.